Event description:
This is the second of two reports on two separate devices for one incident. (B)(6) 2013 - the dentist called because he had a very upset pt that had just received her implant retained bridge one month ago and three of the teeth broke. He said that teeth 21, 22, and 23 broke. He has the pieces and needs immediate replacement. He said that the pt is upset but otherwise fine. (B)(6) 2013 - spoke to lab technician. He said that he has made many all on 4 implants and dentures using mondial and never had this before. He said that this was the full mouth fixed all on 4 style implant. He said it is probably the pt's inability to feel that caused the breakage issue. MFR ref # 3006610834-2013-00016.